Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer stated that she also received a motor error alarm during bolus. Blood glucose level was over 300 mg/dl at the time of the no delivery alarm. Customer stated that the no delivery alarm was resolved by a complete set change. Customer did not recall any significant events leading up to the motor error alarm. Blood glucose level was 191 mg/dl at the time of the call. No further information was provided.